Event description:
The device was being used to perform routine patient monitoring. At some time, during the use, the device became inoperative and the service indicator would continuously flash on and off. There were no adverse affects to the patient resulting from the reported failure.